Manufacturer narrative:
Result: brake plate, brake crank.

Event description:
It was reported by svc report that the foot end brakes were not holding. No pt involvement or adverse consequences are reported.